Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 67-year-old patient with a 7300tfx29 valve model implanted in the mitral position was considered for a valve-in-valve procedure after an implant duration of seven (7) years and seven (7) months for unknown reason. As reported, patient presented with shortness of breath, fatigue and dizziness. A 29mm transcatheter valve is planned to be implanted within the surgical edwards valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Attempts to receive additional information were unsuccessful. No details regarding what issue warranted the intervention were provided. The cause of the event cannot be determined.

Event description:
Edwards received notification that this 67-year-old patient with a 7300tfx29 valve model implanted in the mitral position was considered for a valve-in-valve procedure after an implant duration of seven (7) years and seven (7) months for unknown reason. As reported, patient presented with shortness of breath, fatigue and dizziness. A 29mm transcatheter valve was implanted within the surgical edwards valve. Patient was stable in ward (usual patient pathway).